Manufacturer narrative:
No evaluation possible at this time. The implants have not been returned nor have the identifying lot number(s) been provided.

Event description:
Revision surgery was conducted on (B)(6) 2020 to remove and replace two iliac screws. One had fracture and broke just below the tulip/head, and the tulip on the other splayed causing the set screw to fall out. The invictus spinal fixation system was originally implanted on (B)(6) 2019.